Manufacturer narrative:
Product ID: 3387-40, lot# 0206537538, implanted: (B)(6) 2013, product type: lead. Product ID: 3387-40, lot# 0206589877, implanted: (B)(6) 2013, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that on (B)(6) 2015, the patient was diagnosed with seizure worsening and depressive mood. In-patient hospitalization was required for 3 days along with 2 epileptologist visits. This was related to programming/stimulation. The outcome was resolved without sequelae. Patient's medical history included colitis ulcerosa.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.